Manufacturer narrative:
The manufacture previously reported information alleging a patient experienced cardiac arrest from suffocation while using a ventilator. The patient was taken to the hospital and placed on a different ventilator. The device was returned to the manufacturer for evaluation and the device was found to operate properly. The error log revealed that multiple ¿circuit disconnect¿ alarms occurred during the time slot of the event. The device passed testing and no anomaly existed in the flow sensor or pressure sensor. In the previous report, section h1 type of reportable event, was inadvertently selected as "injury". It has been corrected to "serious injury" on this report.

Event description:
The manufacturer received information alleging a patient experienced cardiac arrest from suffocation while using a ventilator. The patient was taken to the hospital and placed on a different ventilator. The device was returned to the manufacturer for evaluation and the device was found to operate properly. The error log revealed that multiple ¿circuit disconnect¿ alarms occurred during the time slot of the event. The device passed testing and no anomaly existed in the flow sensor or pressure sensor.